Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. The implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were discussed.

Event description:
New information received states that when the patient presented remotely via merlin.net, post paced t wave oversensing was observed on stored egm. The patient did not receive therapy during the oversensing. The recommended programming changes were made. The patient did not experience any consequences.